Event description:
It was reported that the customer was hospitalized for high blood glucose with death as a result. The customer experienced high glucose for two days. When the infusion set was removed the cannula was bent. The carelink was downloaded and revealed that the last infusion set change was on (B)(6) 2012. It was stated that a no delivery alarm was displayed on (B)(6) 2012, and it is suspected that the infusion set may have been pulled apart due to the event. The insulin pump was still on, and the no delivery alarm was triggered due to the bent cannula, which may be the reason the customer did not receive any insulin. It was stated that the bolus wizard was not used for four days. The cause of death is unk and an autopsy was completed, but the results of the autopsy have not been revealed to the company due to confidential issues. The high pressure and other tests could not be performed as the infusion set was not kept in good conditions. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.